Event description:
It was reported that the fusebox processor for the endoscopy system was shutting itself off and would require manually restarting. There was no adverse patient effect. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure.